Event description:
Approximately 4 months post index procedure patient underwent revascularization which was performed using poba.

Event description:
One resolute integrity drug-eluting stent was deployed at the rca. Post-dilation was performed. The stent was expanded in good condition. Approximately 2 months post index procedure 90% restenosis was confirmed at the resolute integrity. Bc used to reopen the lesion. Ivus confirmed that the stent struts partly disappeared and one non-medtronic stent was deployed to complete the procedure. No clinical sequelae were reported. Image analysis: the images were reviewed by medtronic personnel and by an independent physician. Images showed coronary angiography was completed showing extensive calcification and disease in the left coronary system and of the rca. No coronary treatments were performed on that day. Approximately 1 week later treatment of the proximal severely calcified ostial lesion of the rca was undertaken. The treatment was supported with both ivus and fluoroscopic procedural imaging. The images confirm a complex heavily diseased vascular anatomy. The heavy calcification resulted in inadequate dilatation of stents. The deployed stent never achieved full concentric dilatation when implanted. The degree of calcification led to loss of visualization of stent in both the fluoroscopy and ivus images. Ivus and fluoroscopic images were again used during treatment to treat the occlusion of the rca. The multiple dilatations of the previously deployed stent was successful in re-opening of the stenosis. This was followed by deployment of a non medtronic stent inside the previously deployed stent and also covering the rca ostium. The deployment of the second stent appears to have stented the ostium of the rca lesion, which had not been previously covered by the original stent. Despite multiple dilatations of the original and second stent the deployed stent profile still appeared irregular with section with poor cross-sectional areas. Expert review confirmed that there was no evidence of stent strut material or weld fracture from the images provided. The stent profile shows distortion due to the heavy calcification within the lesion. It appeared that the resolute integrity stent was under expanded, although stent occlusion and stent thrombosis was suspected due to the loss of contrast in the ivus images.

Manufacturer narrative:
Results: stent deformation, incomplete stent apposition, and restenosis. Lesion morphology. 90% stenosis and calcification. Inadequate preparation of the lesion prior to stenting. Device not returned for evaluation. Conclusions: lesion morphology. 90% stenosis and calcification. Stent deformation, incomplete stent apposition, and restenosis. Inadequate preparation of the lesion prior to stenting. (B)(4).